Event description:
A distributor contacted heartsine to report a non-critical issue with their customer's device. During evaluation, a pogo pin failure was observed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt, a ¿memory full¿ prompt was issued at shutdown. The device also failed a scheduled self-test due to a low battery. The user would have been alerted with a ¿memory full, warning, low battery¿, prompt alongside a flashing red status indicator and failure chirp. This fault was attributed to a faulty pogo pin, which led to voltage fluctuations and low battery fail in the device memory. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.